Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device alarms were due to a calibration fault. The device was recalibrated and serviced before returning to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed alarms. It was also reported that the ventilation did not stop while in patient use. The patient was placed on a back-up ventilator. There was no patient injury reported as a result of this incident.